Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. It was reported that the hematoma evacuation occurred on the first postoperative day and that the patient was preoperatively prescribed anticoagulants due to cardiac comorbidities further contributing to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from hip international (2020) that reported a retrospective study from finland (B)(6) that looked at the survivorship of tm revision hips. The purpose of the study was to investigate the 10-year survival of trabecular tantalum metal (tm) acetabulum component in revision hip arthroplasty operations and to evaluate complications leading to re-revision. The study reviewed 100 revision hip patients revised with a tm revision shell, unconstrained liner, 28mm head, and monoblock (35 hips) and revision components (65 hips) with additional screws in 45 hips and augmentation in 5 hips. The indication for revision was acetabular loosening (67), liner wear (19), loosening of both components (5), infection (2), protrusion (2), malposition (2), periprosthetic fracture (1), femoral loosening (1), and recurrent dislocation (1). The mean age of the patients at the time of revision was 69.8 (sd 8.0; range 48.0¿91.0) years. The mean follow-up time was 9.4 years and the median was 11.5 years (sd 4.118; range 0.1¿13.4 years). The patients were routinely clinically followed with a 3-month postoperative visit and some patients were seen after that in extra follow-up evaluations from 1¿5 years after the revision surgery. It was reported in a journal article one patient underwent hematoma evacuation on the first postoperative day. The patient had warfarin medication due to cardiac valve prosthesis.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Miettinen, hannu ja., miettinen, simo sa., kettunen, jukka s. (2020) revision hip arthroplasty using a porous tantalum acetabular component. Hip international 00(0), 1-7. Https://doi.org/10.1177/1120700020913294. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00969, 0001822565 - 2021 - 00971.

Event description:
A journal article was retrieved from hip international (2020) that reported a retrospective study from finland (kuopio university hospital) that looked at the survivorship of tm revision hips. The purpose of the study was to investigate the 10-year survival of trabecular tantalum metal (tm) acetabulum component in revision hip arthroplasty operations and to evaluate complications leading to re-revision. The study reviewed 100 revision hip patients revised with a tm revision shell, unconstrained liner, 28mm head, and monoblock (35 hips) and revision components (65 hips) with additional screws in 45 hips and augmentation in 5 hips. The indication for revision was acetabular loosening (67), liner wear (19), loosening of both components (5), infection (2), protrusion (2), malposition (2), periprosthetic fracture (1), femoral loosening (1), and recurrent dislocation (1). The mean age of the patients at the time of revision was 69.8 (sd 8.0; range 48.0¿91.0) years. The mean follow-up time was 9.4 years and the median was 11.5 years (sd 4.118; range 0.1¿13.4 years). The patients were routinely clinically followed with a 3-month postoperative visit and some patients were seen after that in extra follow-up evaluations from 1¿5 years after the revision surgery. It was reported in a journal article one patient underwent hematoma evacuation on the first postoperative day. Attempts have been made and no further information has been provided.